Manufacturer narrative:
Recall: 1627487-05242011-002-r, 1627487-12192011-003-r, 1627487-07262012-001-c. This ipg serial number was included in field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report # 1627487-2014-01104. It was reported, the patient experienced heating at the ipg site at all time. The system is always on therefore, it's unknown if symptoms occur when stimulation is off. However, recharging makes it worse. A reprogramming session was scheduled with the sjm representative. Follow-up identified reprogramming was able to provide effective coverage where needed. During this session, it was also discovered, the patient experienced soreness, redness and swelling at the ipg site. The patient was referred back to the pain physician. Further follow up revealed the ipg was protruding out of the skin. Surgical intervention was undertaken on (B)(6) 2014 and the ipg relocated from the right abdomen and placed deeper into the right upper buttock area. Silk sutures were used internally to secure to the dura in order to hold the ipg up and in position. Communication was established with the ipg and patient programmer postoperatively. Follow up identified the issue resolved with surgical intervention. On 08/01/2012, st jude medical,neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.